Event description:
It was reported that during a surgical procedure that the bur broke. Ti was further reported that the broken pieces did not fall into the surgical site. It was reported that another bur was readily available and that the procedure was completed successfully.

Manufacturer narrative:
Device not available for evaluation as of yet. In addition, no lot number was provided for further investigation.